Event description:
A hospital in another country, has reported to us that 2 mr290 humidification chambers have overfilled with water. We have no info as to how far the mr290 filled with water. We have no report of pt injury.

Manufacturer narrative:
We are aware of other similar complaints reporting failure of the float mechanism in the mr290 humidification chamber causing overfilling. However, we are awaiting return of the device for fault confirmation. The occurrence rate of this type of complaint is approx 0.001% worldwide for the last year. We have an open item to address such complaints and put measures in place to reduce and /or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.